Event description:
Huber needle used for chemotherapy appeared normal upon insertion. However, when the needle was removed, it was noted to be rusted and oxidized. The remaining inventory from the same lot was checked and found that additional needles also appeared rusted upon opening.